Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-11559. It was reported the patient experienced a shocking sensation through her body which resolved when the patient turned off her drg system's stimulation therapy. Reportedly, the patient felt the shocking sensation through her body after bending over to tie her shoes. Consequently, surgical intervention was taken, during the procedure both leads were disconnected from the header, the physician noted a tissue-like substance on the electrode contacts of both lead tips. The physician suctioned out the header, wiped each lead clean. Intraoperative testing with trial cables was performed and effective therapy was delivered with no shocking to the patient. The physician reconnected the leads and completed the procedure. In addition, the patient's drg system was programmed during the follow up visit and the patient reported receiving effective stimulation therapy.